Event description:
It was reported that the patient underwent a lapidus arthrodesis surgical procedure that utilized a paragon 28 phantom 4-hole intramedullary nail. The original surgery occurred on (B)(6) 2018. The nail broke postoperatively with an associated non-union of the joint. The nail was revised with another paragon 28 intramedullary nail and plate on (B)(6) 2019. During evaluation and investigation, the implant was not made available for analysis. The DHR records of implant involved with the case were reviewed. All records indicate the implants were manufactured according to specification and no deviations were noted for released product.